Event description:
It was reported two balloons burst between 4-6 atmospheres on the 2-3 inflation during a percutaneous transluminal angioplasty of a calcified lesion located near a preplaced stent. Following balloon rupture of the second balloon, a segment of the balloon material detached in the pt./ no retrieval attempts were made. A third balloon was used to successfully complete the ptocedure without pt complications. Three balloon catheters were returned, evaluated and retained by this MFR. Evaluation of the first balloon revealed an 8millimeter longitudinal burst located from 4 millimeters to 12 millimeters proximal to the distal radiopaque marker. Evaluation of the secons balloon revealed the distal 3 cms olf the balloon mateiral was detachec and not returned for evaluation. The distal bond remained on the catheter shaft. Evaluation of the third balloon, which reportedly did not malfunction, revealed a leak 5 millimeters proximal to the distal radiopaque marker. The shaft under the balloon was bowed. Scratches and/or chatter marks were noted on the balloon surfaces of all three balloons. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressuraization or use in a calcified lesion. Dilatation near a stent may result in contact with a surgace that could damage the balloon material. These devices displayed characteristics consistent with contact with a sharp external source, scratches and chatter marks on the balloon surfaces. Therefore, co believes, these factors may have contributed to this event and do not attribute it to the devices. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatastion, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."